Event description:
It was reported the customer woke up with high blood glucose levels (250 mg/dl). Reportedly, customer may have forgotten to bolus after a meal. Troubleshooting was performed and pump passed delivery system check. Customer changed out supplies to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.